Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that this event occurred in the anesthesia group. "An originally not detectable fissure/crack in the cannula cone of the puncturing syringe caused an 'irritation' during the puncture of the vein. During aspiration, air entered laterally through the crack into the syringe. The user assumed mistakenly to have punctured the lung. After talking to other hospital personnel the came quality issue seems to have been noticed by other users before. For the time being it is not possible to identify a certain batch." As a result, a new kit was opened and used to perform a re-puncture to the patient. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.